Event description:
Having experienced problems with right total knee replacement I consulted with an ortho dr. Xrays showed that the replacement was metal on metal. Initial thought was that the spacer had failed. However, upon opening the knee in surgery, it was confirmed that the total component of the replacement had broken into two pieces. Initial replacement was in 2011 with a tibial component from lot 61804466, edi (B)(4), ref 5980-37-02 stemmed tibial component precoat size 4 zimmer; how or why this happened, it's a mystery as there was no significant trauma to the leg leading up to this. FDA safety report ID# (B)(4).